Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code indicating that the unit was shut down due to loss of power was observed. The system board was replaced to address the issue.